Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the cartridge was damaged (during the passage of the lens optical part through, piston was split). The iol was implanted with no patient harm. Additional information has been requested.